Event description:
The customer reported inaccurate spo2 readings. No patient harm was reported.

Manufacturer narrative:
(B)(4): the customer reported inaccurately high spo2 readings (90 percent instead of 74 percent). No patient harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.